Event description:
Device issue: material twisted. Time of device issue: during the procedure. Adverse event: failure to achieve hemostasis. Onset of adverse event: during the procedure. User facility medwatch report received that states "after returning the lever back down to park the foot, the clinician encountered resistance in removing the perclose device to skin level. The suture tangled, not enabling the retrieval of the two suture ends. One suture was cut below skin level with the suture trimmer". Customer report source contacted and the following additional info was received. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, all sutures were removed from the vessel and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. (B) (4).